Event description:
An intervention was made to explant an existing pacemaker that had remained implanted on the opposite side of this ICD and prior to the procedure, the patient was found in atrial fibrillation. Upon interrogation this ICD was found unable to sense in either chamber and there was no capture. A hard reset was recommended by the manufacturer but was not successful. Therefore, this device was explanted on (B)(6), 2010 and replaced with a new boston scientific device.

Manufacturer narrative:
(B)(4), 2010.the analysis on this device is pending.

Event description:
An intervention was made to explant an existing pacemaker that had remained implanted on the opposite side of this ICD and prior to the procedure, the patient was found in atrial fibrillation. Upon interrogation this ICD was found unable to sense in either chamber and there was no capture. A hard reset was recommended by the manufacturer but was not successful. Therefore, this device was explanted on (B)(6) 2010 and replaced with a new boston scientific device.

Manufacturer narrative:
December 29, 2010. The analysis on this device is pending. April 26, 2011. (B)(4).